Event description:
It was reported that an ilet pump was dropped, its screen cracked, and the device was partially functional; the user had backup insulin therapy available and glucose values reportedly remained stable without impact. Symptoms included no adverse physiological effects. Outcomes included continued therapy without clinical intervention or hospitalization. Investigation included verification of device identifiers, shipment of a replacement device, collection of blood glucose status from the caregiver, and tracking and receipt of the returned device for evaluation. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no indication of device control malfunctions or glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was damage due to external physical impact.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.